Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
I was reported that during a routine device interrogation, there were many electrograms showing inappropriate mode switch caused by lead noise. Electrical performance was normal. There was no intervention at this time. Patient will return for a routine follow up. Patient reported no symptoms.